Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient died on (B)(6) 2025 due to pulseless electrical activity, decompensated heart failure (hf), subdural hematomas, and chronic systolic hf. It is unknown if the death was device or procedure related. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.